Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported while using an unspecified bd piston syringe leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: patient when going to draw up medication with needle - had issue with vial and needle - product when drawing up medication leaked out on to hands occurred (B)(6) 2022. No missed dose or adverse event reported, lot and expiration unknown, unknown if device on hand.